Event description:
Medtronic received info that while the surgeon was cannulating the aorta with this cannula, the connection point between the angled tip and the cannula body separated. This separation resulted in a tear of the aorta. The surgeon repaired the aorta with no further complication.

Manufacturer narrative:
Conclusion: to date, analysis of the returned product has not been completed. Upon completion of the analysis, a follow up report will be submitted to FDA.